Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a display - flickering was confirmed. On 09-apr-2026, pcu was received unboxed and with paperwork. Testing: the flickering occurs after ~30 seconds after the display comes on. Replacing the display or the flex cable didn¿t fix the display flickering. The flickering was caused by a bad logic board. Root cause: flickering caused by bad logic board. Defective material from supplier part. Rework: recommend replacing the logic board. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had display - flickering. There was no patient involvement.

Event description:
It was reported that the device had display - flickering. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of a display - flickering was confirmed. ¿on 09-apr-2026, pcu was received unboxed and with paperwork. ¿testing: the flickering occurs after ~30 seconds after the display comes on. Replacing the display or the flex cable didn¿t fix the display flickering. The flickering was caused by a bad logic board. ¿root cause: flickering caused by bad logic board. Defective material from supplier part. ¿rework: recommend replacing the logic board. ¿failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.